Event description:
It was reported the customer was experiencing high blood glucose. The customer also reported a no delivery alarm after changing their infusion set. Customer's blood glucose was 326 mg/dl. The customer stated they had attempted to give themselves insulin, but received a no delivery alarm. Customer has also changed their infusion set two times and reservoir three times. The customer's high blood glucose was treated with a manual injection. Troubleshooting for the no delivery found insulin was able to exit during a fixed prime. The customer also stated their cannula was not bent. Customer was advised their site may be occluded. It was also reported the was customer was frequently urinating and had excessive thirst as symptoms of their high blood glucose. It was also found the customer's insulin pump had passed all functional testing. Customer was advised to change their site location. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).